Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced a blood glucose (bg) level of 586mg/dl and moderate levels of ketones. A manual injection was administered to address bg level. A system check was performed and the occlusion was found to be within the cartridge. During a follow-up, it was reported a cartridge change was performed and insulin was not observed exiting the cartridge tubing during the load fill tubing sequence. A supply change was performed resolving this issue.